Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with diabetic ketoacidosis. Customer declined troubleshooting with tandem technical support, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.